Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported, "cassette sensor defective." There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of defective cassette sensor. This device has not been serviced in the past. There was no evidence in the event history log. Visual/functional testing was performed, and the problem was not replicated with functional test. The cause is no problem found. No repair needed to correct the issue. The device passed all functional tests after the repair.